Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle, (serial # (B)(6)); sigadaptstnd, sig power sigadaptstnd linear adapter, (serial # (B)(6)); egia60avm, egia60avm egia 60 artic vasc med sulu, (lot #p4k1010). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a esophagectomy procedure, the power handle alert was out of sync with the adapter. The handle notified too early after firing, despite all components being loaded correctly and a green indication to fire being given. When fired, the device stopped at 30mm, halfway, even though the reload was for 60mm. After rebooting and trying again with another reload, the system again only went 30mm with a 60mm reload and then displayed a caution sign with a yellow swim lane for the adapter. The handle gave an alert prematurely during reload twice. The handle and adapter were returned for exchange under warranty, and a replacement was arranged. No patient complications have been reported as a result of this event.